Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this nova system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history and sterile lot record reviews could not be conducted as identification numbers were not provided by the complainant. According to the instructions for use (IFU) potential adverse events include, but are not limited to: infection or sepsis. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2011-00125. An uneventful novasure endometrial ablation procedure was performed on (B)(6) 2011. Later that evening the patient went to the emergency room with abdominal pain and was reported to be "septic". The patient was admitted and a blood culture revealed the patient had group b streptococcus. Treatment included antibiotics (type and dose unknown) and the patient was discharged "a few days later". Group b streptococcus was previously found in the patient's urine in (B)(6) 2011 (details and treatment unknown). On (B)(6) 2011 the physician reported the patient is "doing fine now". A hysteroscopy (non hologic device), dilatation and sounding with a suresound were performed prior to the ablation. The physician suspects "the hysteroscopy performed before the novasure procedure spread the infection".